Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.